Event description:
On 12-mar-2026, it was reported by a facility representative via (B)(4) that an ar-8400cex curver excalibur had metal shavings coming off the shaft. This was discovered during a procedure with no patient harm. The team was able to remove the shavings from the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.